Manufacturer narrative:
The reported event of door latch sear breakage file was opened to document an event that the customer reported. No devices or logs were returned for investigation. Although no devices were provided for investigation, the photos in the message confirm the customer¿s generalized report. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported having a high rate of breakage of the door latch sears and reports replacing about 50 a month. There is no report of patient involvement.